Event description:
The hospital emergency room staff attmepted to administer a shock to a delivered by ambulance using the device. The defibrillator allegedly failed to charge. The defibrillator from the ambulance was made available and used. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. The basis for this opinion was not provided.